Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the investigation of the returned device yielded the following observations: the device was returned in the pre-deployed state, the lever, plunger and foot had not been deployed. During testing the lever was raised and the foot operated normally. There was no manufacturing or quality inspection deficiency detected. The findings and information reported are consistent with a patient anatomical event occurring during device insertion (vasoconstriction) and the user deciding to stop the procedure and remove the device. All products are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the device history record did not reveal any non-conforming material records associated with this lot. The review of the manufacturing and inspection records for this lot revealed the device met all inspection and manufacturing criteria.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified common femoral artery (cfa) after a diagnostic procedure. Reportedly, during device insertion a vasospasm occurred. The device was removed from the patient's anatomy. No medical intervention was done and manual arterial compression was held to achieve hemostasis. The patient did not have any adverse sequela. The physician is in-training in the use of the proglide. A 5fr sheath was used with the closure device. Though requested, no additional information was provided.